Event description:
The product was rec'd at the manufacturer with an oil-like substance on it. At this time, it is unk if the device leaked at the account or if there was pt involvement or adverse consequences associated with this event. Multiple attempts to gather additional information from the customer were unsuccessful.

Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. The evaluation could not confirm the device leaking. Samples were collected from the inside of the device and were sent out for chemical analysis, which is still pending. Based on the investigation details, the blades were corroded and the gears were loose and worn. The blade, front housing, cannula, and other components were replaced.